Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were unresponsive on the insulin pump. The customer's blood glucose was between 160 mg/dl. And 170 mg/dl. The customer also reported wearing the insulin pump into the swimming pool. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with missing end cap sticker. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked battery tube threads.